Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery while the customer was bolusing. The customer received the no delivery alarm ten times in 24 hours. The alarm was resolved by an infusion set change. The customer was unable to troubleshoot. Customer's blood glucose level was 220 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.